Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned thyroid results for 2 patient samples tested on the cobas e801 module. The customer provided the 2 patient samples for investigation which were tested on a cobas e 411 immunoassay analyzer serial number (B)(4), a cobas 6000 e 601 module and a cobas e801 module serial number (B)(4). Based on the data provided, discrepant elecsys tsh results were identified for both patient samples between the siemens centaur method and the e411 analyzer used at the investigation site. It is not known if any erroneous results were reported outside of the laboratory. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e411 analyzer . Calibration and qc data at the investigation site were acceptable. The tsh reagent lot number used with the e601 module was 283550 with an expiration date of 30-jun-2018. The tsh reagent lot number used with the e801 module at the investigation site was (B)(4) with an expiration date of 31-jan-2019. Based on the data provided, a general reagent issue can be excluded. The investigation was unable to find a definitive root cause.